Manufacturer narrative:
Pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify frozen display anomaly, button keypad anomaly and time/clock anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unresponsive buttons and frozen display. The customer reported that device won't let her escape or act or change settings. The customer reported there was black in the middle for low battery. The customer reported that customer woke up this morning and could not give insulin because buttons would not work and the escape or act button would not work. The customer reported that time clock was not advancing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.